Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient noted that the device was not kicking in. The patient wanted to know if boston scientific technical services (ts) could check the system via home monitoring. Ts referred the patient to their physician as ts was not able to review the data. No further information was obtained regarding a patient follow up. The device remains implanted. No adverse patient effects were reported.